Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device unexpectedly powered off multiple times during the set up process.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device unexpectedly powered off multiple times during the set up process.

Manufacturer narrative:
Physio-control determined that there is no evidence of a device malfunction as it is normal device behavior for the device to power off on its own after running the configuration. The device was retained by physio-control.